Event description:
It was reported that a user experienced a scan error when attempting to pair a freestyle libre sensor with the ilet app, resulting in unsuccessful scans until the user force-closed the app, restarted the phone, and rescanned, after which the sensor began warming up and pairing proceeded. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no impact to blood glucose management and no need for medical attention or hospitalization. Investigation included user coaching and troubleshooting over the phone. Investigation of this case revealed that app restart and device reboot resolved the pairing and scanning failure. It was concluded that the event was due to a transient connection or app state issue that resolved with standard troubleshooting, with the device functioning as expected after recovery.